Event description:
It was reported by a patient that, following a water vapor therapy procedure, this patient had three catheters over the course of three weeks post-procedure as he was experiencing urinary retention. Upon removal of the last catheter, the patient experienced urinary urgency. Prior to the procedure, it was noted that slow urinary flow and incontinence were the only symptoms the patient was experiencing. The patient did not visit their physician immediately and was still exhibiting symptoms of urinary retention despite intake of sufficient water. It was noted he was taking medicine prescribed for bladder spasms. Approximately two and a half months following the procedure, the retention seemed to resolve. However, urinary urgency remained. In addition, he noticed that he did not ejaculate during intercourse. Approximately two months later, cystoscopy was performed which identified a ball of residue in the bladder which was removed in clinic. Ongoing urinary retention was confirmed at this time. The patient was provided with disposable catheters. His physician recommended he undergo a transurethral resection of the prostate procedure (turp); at this point the patient did not want the turp procedure and stopped seeing this physician. At this point he underwent urodynamic testing, the result of which was positive. Months later, the patient noted improvement in flow but continued to experience some urinary retention followed by urgency. Again, he noted no ejaculation but could massage sperm out the shaft of the penis. Has been having difficulty getting the catheter into the bladder and feels there is an obstruction or a bladder valve constriction. The urinary retention had been present for approximately six months at this point. He saw a physician and discussed level of satisfaction with water vapor therapy procedure. It was also noted that a bladder ultrasound to measure bladder size was performed, but timing and outcome is unknown. The patient has an upcoming appointment scheduled with a new physician.

Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. The reported patient symptoms urinary retention and retrograde ejaculation are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by a patient that, following a water vapor therapy procedure, this patient had three catheters over the course of three weeks post-procedure as he was experiencing urinary retention. Upon removal of the last catheter, the patient experienced urinary urgency. Prior to the procedure, it was noted that slow urinary flow and incontinence were the only symptoms the patient was experiencing. The patient did not visit their physician immediately and was still exhibiting symptoms of urinary retention despite intake of sufficient water. It was noted he was taking medicine prescribed for bladder spasms. Approximately two and a half months following the procedure, the retention seemed to resolve. However, urinary urgency remained. In addition, he noticed that he did not ejaculate during intercourse. Approximately two months later, cystoscopy was performed which identified a ball of residue in the bladder which was removed in clinic. Ongoing urinary retention was confirmed at this time. The patient was provided with disposable catheters. His physician recommended he undergo a transurethral resection of the prostate procedure (turp); at this point the patient did not want the turp procedure and stopped seeing this physician. At this point he underwent urodynamic testing, the result of which was positive. Months later, the patient noted improvement in flow but continued to experience some urinary retention followed by urgency. Again, he noted no ejaculation but could massage sperm out the shaft of the penis. Has been having difficulty getting the catheter into the bladder and feels there is an obstruction or a bladder valve constriction. The urinary retention had been present for approximately six months at this point. He saw a physician and discussed level of satisfaction with water vapor therapy procedure. It was also noted that a bladder ultrasound to measure bladder size was performed, but timing and outcome is unknown. The patient has an upcoming appointment scheduled with a new physician.